Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2012 (exact date unknown). This procedure was completed without any complications. According to the complainant, post-implantation, the patient began experiencing vaginal pressure and pain, and vaginal bleeding (date/s of onset unknown). The patient underwent corrective surgery (specifics unknown). Following this procedure, the patient continued to experience pervasive vaginal bleeding, debilitating abdominal and pelvic pain, a recurrence of urinary incontinence, bleeding, and vaginal infections (date/s of onset and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2012 (exact date unknown). This procedure was completed without any complications. According to the complainant, post-implantation, the patient began experiencing vaginal pressure and pain, and vaginal bleeding (date/s of onset unknown). The patient underwent corrective surgery (specifics unknown). Following this procedure, the patient continued to experience pervasive vaginal bleeding, debilitating abdominal and pelvic pain, a recurrence of urinary incontinence, bleeding, and vaginal infections (date/s of onset and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.